Event description:
It was reported the patient had an emergency room visit with a device issue. The issue occurred (B)(6) and as of the date of the report there was no resolution. The issues were described as ¿pump and ptm¿ issues. This patient and another patient had their personal therapy managers (ptm¿s) just shut off and they would get locked out of receiving boluses when there should not have been malfunctions occurring. It was noted the patients felt ¿helpless.¿ it was later reported the events had not occurred in or before (B)(6). See manufacturer report # 3007566237-2014-01140 for information regarding the other unknown patient.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu_ptm_prog, product type programmer, patient.